Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was no live video output and the buttons failed to function. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported failure, include internal damage to the cord or damaged connector. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the camera head was not working no case was involved. Results of investigation have concluded that this unit had no image which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.